Event description:
It was reported that a cadd®-solis ambulatory infusion pump would display "infusion complete" before the infusion was complete and an error code of "41541" occurred. No injury was reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The customer's reported issue of the pump alerting that infusion was complete when in fact it wasn't was confirmed. The last error code 41541 was stored in the device also there were several 41541 revealed in the event history log. When the error occurred in the log it was during delivery this caused the device to stop delivery. The latch lock flex is not functioning properly and will be replaced